Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced stimulation lost. Reportedly, the ipg failed to establish communication with external devices after patient did not set ipg into surgery mode prior to an unrelated surgical procedure. Troubleshooting was attempted to no avail, and ipg was deemed inoperable. Surgical intervention may take place to address the issue.

Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was explanted and replaced. Effective therapy was restored post-operatively.